Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports a patient presented with blurred vision about six months following cataract surgery. Upon examination, the surgeon observed capsule opacity (2+/4+) and small brown pigments within the lens surface. A yag was performed and the patient's vision improved from 20/40 to 20/30. The surgeon is not planning any further intervention.